Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer attempted to resolve occlusion with supply changes, however, occlusions continued. A replacement pump was sent to the customer to resolve the issue.